Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d372 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trend was detected for this complaint category. However, a corrective and preventive action has already been initiated to investigative drive tube leak/break. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called to report a drive tube break with a blood leak in the centrifuge at 1114ml of whole blood processed. The customer stated that they had "triple checked" the drive tube installation during set-up, prime and again after prime. The customer confirmed that they had correctly loaded the drive tube. The customer reported that they aborted the procedure with no blood returned to the patient. The customer estimated that the patient's blood loss was 278ml, and that no medication intervention was needed. The customer reported that their in-house biomedical engineer will clean the instrument and perform any necessary repairs. The customer stated that their internal biomedical engineer had assessed the instrument, and had ordered a part to repair the bowl holder assembly. On (B)(6) 2016, the customer reported that she did not remember receiving any alarms when the drive tube broke. The customer stated that as soon as she heard the drive tube break, she immediately pressed the stop button and turned off the instrument. The customer clarified that after they turned off the instrument due to the drive tube break, they removed the instrument from service. The customer reported that they completely cleaned and dried the centrifuge chamber prior to the instrument being turned back on by their biomedical engineer after he had serviced and repaired the instrument. The kit was not returned for investigation.